Event description:
It was reported that a week ago, the pt noticed "funny sounds", thereafter, he heard uncomfortable banging sounds, then loud noises and then described a headache towards the end of the session. He found the sound completely disappeared within mins. The transmitting coil and transmitting cable were replaced. The led on the tempo+ speech processor lift up to 'normal' switch on specifications. However, the changes made no difference and no sound was heard. The pt visited the clinic in 2007. The clinic reported that testing performed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.